Manufacturer narrative:
Per tandem's user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
The customer alleged that the bolus calculation of approximately 10 units was incorrect. Troubleshooting with tandem technical support showed that the customer had transposed the blood glucose (bg) value of 115 (mg/dl) and carbohydrates amount of 80 grams when entering values into the pump. The customer re-entered the values into the correct field of the bolus menu and received an accurate bolus dosing. Customer satisfied.